Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a rash at sensor insertion site on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother described the rash as being itchy, red, bumpy and burning. Patient treats the affected area with cortisone and clobetasol, both prescribed by the patient's physician on (B)(6) 2016 for sensor site reaction. At the time of contact, patient's mother reported current condition of rash as "fair." No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it was reported that the sensor was inserted at the arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.